Event description:
Patient presented to the physician with pain at the IPG site, including pain radiating from the IPG site to the armpit region when lifting heavy objects. Physician prescribed steroids.